Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the up arrow keypad button has been sticking intermittently since (B)(6) 2011. She stated that it multiple presses with increasing force are required to obtain a response, and that the issue has gradually worsened. The reporter denied any damage to the keypad and stated that the patient is able to bolus using the meter remote. The reporter noted that the patient wears the pump in her pocket and does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow keypad button was intermittently responsive and required excessive force in order to elicit a response. The up arrow key contact was found to be misaligned. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.